Event description:
It was reported that oggle is broken and will adjust on its own and shift out of place while patient is walking.

Manufacturer narrative:
It was reported that toggle is broken and will adjust on its own and shift out of place while patient is walking. The brace has not been returned for evaluation. The root cause of the complaint is damaged component based on other devices that have been evaluated. The devices lock button failed during manufacturer testing confirmed to be the same malfunction found in report number 9616086-2023-00007. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.